Event description:
It was reported that the system 9900's table would not move in the down direction when controlled by the hand switch. There was no adverse patient involvement reported.

Manufacturer narrative:
The reported issue currently under investigation. A follow up report will be filed when additional details become available.